Event description:
During arthroscopic rotator cuff procedure: equipment malfunction. Implanting anchors on patient's right shoulder. During this time surgeon noticed that the tip of the anchor was broken after implanting. Md discharged implant. However, the tip of the plastic was still retained. FDA safety report ID # (B)(4).